Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. Additional components potentially involved in the event: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), lot: a000104807.

Event description:
It was reported the patient's lead had moved into the epidural space at an unknown date. As a result, surgical intervention occurred wherein one of two leads was explanted and replaced to address the issue. The investigation did not determine which lead migrated.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.